Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with two 415cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade IV, displacement of right breast inferior and bilateral enlarged nipple areola complex with hypertrophic scars, post-operatively. As a result, on (B)(6) 2019, the patient underwent removal and replacement on the left breast with (left) 415cc mentor memorygel breast implant catalog: shpx415 lot: 7725722 sn: (B)(4). On the right breast, the patient underwent inferior-lateral capsulorraphy, explantation and re-implantation of the same breast implant. This medwatch form is for the right breast prosthesis.